Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was having trouble receiving exams from electronic picture archiving and communication systems (pacs). The exams would get sent 2-3 times then one shows up. In another instance they were sent 3 times and none show up. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating this issue was related a damaged bulkhead connector.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that while this issue was intermittent, it has not occurred in procedure.